Event description:
Event description guidant received information that, prior to implant, the battery voltage of this implantable cardioverter defibrillator (ICD) tested well below bol (beginning of life) and was thus not implanted.